Event description:
It was reported that one day post-implant, p-wave amplitudes had decreased. Sensitivity was adjusted at that time. Several months later, atrial fibrillation was noted and the p-waves were not all being sensed. The reporter believed that this might be p-wave quiet timer blanking, and intended to program to a less sensitive setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 implantable pacing lead: (B)(6) 2013; 5076-45 implantable pacing lead: (B)(6) 2013. (B)(4).